Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure the device was being applied to the ima (inferior mesenteric artery), the surgeon faced difficulty while firing the devices; the 1st and 2nd device did not fire at all however, the 3rd one did fire but on the back table then was able to be fired on the patient. The surgeon used another cartridge on the patient. There was no patient injury

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon faced difficulty while firing the devices; the 1st and 2nd device did not fire at all however, the 3rd one did fire but on the back table then was able to be fired on the patient. Based to the reporter, intra-operatively, the cartridges would not fire once it is loaded in the stapler, they said the 1st and 2nd device did not fire at all however, the 3rd one did fire, but on the back table then was able to be fired on the patient. The surgeon used another cartridge on the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, the device was being applied to the ima (inferior mesenteric artery), the surgeon faced difficulty while firing the devices; the 1st and 2nd device did not fire at all however, the 3rd one did fire but on the back table then was able to be fired on the patient. The surgeon used another cartridge on the patient. There was no patient injury.